Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted error code present (e-65: err_stuck_encoder_a), and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
A correction to the component code is needed and has been made.